Event description:
It was reported that removal difficulties occurred. The target lesion was located in the coronary artery. A 182cm luge guidewire was was used for the entire procedure. However, during removal of the balloon catheter, it was caught on the wire. The physician was holding onto the wire while the tech was pulling the balloon catheter off of the wire. The balloon catheter became caught/snagged and pulled some of the wire back across the lesion they were working on. Then after the case was over the stent balloon catheter was being removed and the stent balloon catheter also got caught on the wire and the stent balloon catheter actually broke. The wire was pulled out of the guide catheter. All devices were removed the patient and the procedure was completed. There were no patient complications nor injuries reported.